Event description:
It was reported that before surgery, the device was found to be in need of an unknown repair. During product evaluation, it was found that the motor speeds were out of specification on the low end. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in australia. Review of the most recent repair record determined the motor speeds were out of specification on the low end. The motor, actuator, and needle bearing were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.